Event description:
It was reported the patient had an overstimulation sensation after falling in may 2015. Since about a week after the fall the patient had been feeling ¿charged¿ all of the time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v018926, implanted:(B)(6) 2008, product type: lead. Product ID: 748251, serial# (B)(4), implanted:(B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n333111, implanted:(B)(6) 2012, product type: adapter. Product ID: 3389s-40, lot# va01er8, implanted:(B)(6) 2012, product type: lead. (B)(4).